Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was due to an interaction with another transaction. A technical support center specialist troubleshot the issue. The system functioned as intended after the technical support center specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ was in disconnect mode and critical override for 7 days, and the patients were not crossing over. The customer reported that the patient data was not updating in the pyxis and not crossing over into the pyxis station. The malfunction interrupted the process of issuing medication to patients. There were no adverse events or injuries reported as a result of this incident.